Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to connection issues with the lead. The right ventricular lead was unable to be inserted into the header. A new device was used, and the procedure was able to be completed. This device is expected to be returned for analysis. No adverse patient effects were reported.